Event description:
This rv lead was implanted on (B)(6) 2015 and remains implanted at this time. This lead exhibited shock impedance. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).